Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil within its introducer sheath and, consequently, the pusher assembly became kinked. Therefore, the ruby coil was removed, and the procedure was then completed using additional ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 8.0 cm, 10.5 cm, 31.0 cm, 43.0 cm, 46.0 cm, 84.0 cm, 88.0 cm, 112.0 cm and 114.0 cm from the proximal end. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The introducer sheath was ovalized approximately 53.0 cm and 64.0 cm from the distal end. The introducer sheath was kinked approximately 62.0 cm from the proximal end. During functional testing resistance was encountered at the kinked location of the introducer sheath while advancing the ruby coil and the device could not advance any further. Conclusions: evaluation of the returned ruby coil revealed a kink along its introducer sheath. If the device is forcefully manipulated while the introducer sheath is inserted into a rotating hemostasis valve (rhv), the introducer sheath may become kinked. This damage likely contributed to the reported inability to advance the ruby coil out of its introducer sheath. Further evaluation revealed kinks along the pusher assembly and ovalizations along the introducer sheath. Some of these damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.